Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported miniloc safety malfunctioned. Additional information received 09/04/2020: it was reported upon removing the port needle, the safety mechanism did not engage and the nurse stuck herself in the finger when disposing in the sharps container.